Event description:
Boston scientific received information that, during a routine follow-up, it was noted this right ventricular (rv) lead was not capturing at maximum output. Loss of capture (loc) was for unknown duration. Patient had high threshold measurements. All other measurements were normal and within range. Patient's rhythm was first degree heart block. No changes were made to programming due to patient's poor heart. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.